Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. The july 2008, 15-month jagtome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. For product complaint trending purposes, the hydratome rx sphincterotome product family is included with the jagtome product family.

Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome device was used for an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on the day before. According to the complainant, while attempting to bow the tome, "the wire broke." The procedure was completed with a different device. No patient complications were reported as a result of this event.